Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarms; the motor was tested outside the device and passed. The insulin pump powered up properly after battery installation; received with operating currents within specifications and no failed battery test alarms noted. However, the insulin pump has cracked case at the display window corners, cracked battery tube threads, minor scratched lcd window and stained end cap sticker.

Event description:
It was reported via phone call that the customer received a motor error on the insulin pump, followed by a failed battery test. The customer's blood glucose level was 569 mg/dl, for which the customer treated manually. The customer also stated he had moderate ketones. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. It was not possible to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. It was also advised that the insulin pump would be replaced and agreed to return the device for analysis. Troubleshooting for the failed battery test alarm was declined, since the device was to be replaced.